Manufacturer narrative:
Received a 4f sl PICC for evaluation. A visual inspection revealed the catheter to be without damage or defect. A functional analysis showed the catheter to leak from the extension tubing. The PICC was forwarded to the device manufacturer for further analysis. Based on the investigation, the root cause could not be determined to be a manufacturing issue. The catheter was in use for 24 days before the onset of the failure mode and all catheters are 100% leak tested prior to distribution. Contributing factors may be the physical marks (kinks and indentations) noted on the catheter that created stress areas resulting in leaking.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Whilst using this line, it appeared that the line had fractured and the drug started leaking out of the line.